Event description:
It is reported that the trial heads stuck on the cemented stem. While trying to remove it caused the stem to become loose.

Manufacturer narrative:
This report will be amended when our investigation is complete.